Event description:
During evaluation of a returned homechoice device, a baxter technician found the heater pan connector and the j4 connector of the accomp board were burned. The customer who returned the device had not reported this issue.

Manufacturer narrative:
(B)(4). The device was received by baxter (B)(4) and the evaluation is currently in process. Upon completion of the evaluation, or if additional information is received, a follow-up report will be submitted. There is no 510(k) number for this device. However this report is being submitted because the device is same or similar to a device that is distributed in the united states.